Event description:
It was reported that a pt underwent a laparoscopic partial nephrectomy procedure on (B) (6) 2010. During the procedure, after the kidney was removed and secured in the endo pouch, the surgeon started to morcellate the kidney out of the pouch. After morcellating the second bit of tissue out, the surgeon aborted morcellation and confirmed that the pouch was torn. The surgeon saw minor bleeding. The blood was surfacing slowly which was then irrigated and suctioned. After approximately ten minutes, the pt's blood pressure and heart rate dropped and the surgery was converted to an open procedure. A general surgeon found that the iliac artery had been perforated and performed an anastomosis of the artery with a graft and repaired the perforation. The pt was stabilized and taken to the ICU. The pt expired the next morning. The exact cause of death is unk. Add'l info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). The info for use states "to prevent accidental injuries to the abdominal wall or similar structure, the tissue to be morcellated should be completely exposed before applying the device. In addition, it is recommended that a second pair of grasping forceps or a fixation instrument be used to prevent large pieces of tissue from uncontrollably moving. Slippage of the cutting tube can cause significant injury".